Manufacturer narrative:
(B)(4). Received copy of letter from FDA to rite aid regarding this event: mw#:5038176. Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
On (B)(6) 2014, the patient reported symptoms of two days of hazy, blur, stinging, searing, and burning eye pain and reaction in both eyes (ou). The patient alleges loss of vision, light sensitivity, and irritation. The patient was not prescribed any medications. The outcomes are temporary harm/injury and the patient's symptoms abated. In the absence of medical information, this event is being reported in abundance of caution based on the alleged vision loss.